Event description:
The patient mentioned additional information about a previous event where she had an emergency CT scan and she didn't turn her stimulation off first. The patient¿s programs were all erased from the implant and she received power on reset message.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that there was an informational power-on-reset (por) seen on the implantable neurostimulator (ins). This was noted as the first occurrence. No falls or trauma were reported that could be related to the issue but it was noted the patient had a CT scan on (B)(6)2016. Troubleshooting resolved the issue as the por was successfully cleared by the representative using the clinician programmer. No symptoms were reported in the event. The indications for use for the implanted device were noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.